Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer called a technical support engineer (tse) and reported that the system is triggering repeatedly a recoverable fault. Tse checked the logs and noted several instances of error 32097 pointing to universal surgical manipulator (usm). Prior to calling, the customer performed a hard power cycle with the emergency power off (epo) without any success. Tse recommended to disable the suspected usm and continue the procedure with three remaining usms. The procedure was completed with no injury to the patient. Intuitive surgical, inc. (Isi) followed up with the customer and confirmed that the operation was completed with three arms. Subsequent three rectal resection procedures were also completed with three arms without any issues.

Manufacturer narrative:
The field service engineer (fse) replaced the universal surgical manipulator (usm) but did not replicate the reported problem. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Additional investigations were completed and the clock spring cable guide was replaced.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) has been returned and evaluated by the failure analysis team. The failure was confirmed and replicated. Error 32097 was confirmed in the logs. The usm was tested on an in-house system and passed normal mode. During pftp 940 testing, the usm failed fiber test due to rolling loop fiber low descending values. After installing a golden rolling loop fiber, the usm passed fiber retest and continued with 940 and 960 pfpt test. Failure was replicated with original components reinstalled. As fix the rolling loop assembly will be replaced to address the reported problem.